Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the patient slip out of the sling during transfer. Staff noted to use disposable sara flex sling during this event. The patient had to be removed from the device and lowered to the floor. No injuries reported.

Manufacturer narrative:
It was reported that the caregiver was attempting a transfer of the patient with the sara flex active floor lift and the patient's left leg gave out. It was noted the patient's legs were not appropriately placed against the device foot support due to the patient reported pain in the knee area. Then patient's feet were positioned too far back on the foot support platform above the chassis. As a consequence the patient slid out of the device during use. No injury was reported. After the event there was no device malfunction found which might lead to the patient fall. The customer suspected that the single-size sling might have been too large for the patient. The instructions for use (IFU) for the sling include a section titled "select sling size," which provides guidance on how to choose the appropriate size. Additionally, it was noticed by the arjo technician that the sara flex leg strap was missing. The leg strap is used to make sure that the patient¿s legs stay close to the leg support. The absence of this part did not influence the reported patient fall. The information received indicated that the patient's feet were positioned too far back on the foot support platform located above the chassis. The instructions for use for the sara flex (04.kl.00.en) provide step-by-step instructions for patient transfers. It also contains a graphical explanation of how to position the patient's feet on the foot plate. "Ask or assist the patient to place his/her feet on the foot plate." "Warning: to avoid injury, a full clinical assessment of the patient¿s condition, and suitability must be carried out by qualified personnel, before attempting to use sara flex." Using the wrong size sling and improperly positioning the patient in the device can affect the stability of the patient during transfer. Based on the information gathered, we come to the conclusion that the patient's fall was caused by a use error. The patient was not placed correctly on the sara flex device (feet were placed incorrectly on the platform) and the wrong size sling was used. Both actions were carried out contrary to the instructions for use (IFU). To sum up, the sara flex met its performance specifications as no device malfunction was found. The event occurred during use with the patient. The complaint was assessed as reportable due to the allegation of patient fall.